Event description:
It was reported that the insulin pump had an error alarm and was stuck on the prime/rewind mode. Attempted to push the piston while holding the activate button, but the pump alarmed an error. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm during the basic occlusion test as a result of a loose drive support disk.